Event description:
It was reported post op a gastric band procedure, the pt to regain back weight. On contrast radiography, the band was noted to be opened. The band was removed and the pt was submitted to the procedure vertical gastrectomy. The pt is fine.

Manufacturer narrative:
Date sent: 10/23/2009. Info anticipated, but unavailable at this time.